Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6) has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three pen ndl 32 g 4 mm experienced difficult operation or not working/functioning, and was unable/difficult to deliver insulin/medication. Product defects were noticed during use. The following information was provided by the initial reporter: material no: 320883, batch no: 8010989. Verbatim: email received regarding an email left by consumer email received (B)(6) 2019 08:54:19 "he says that they get clogged when he tries to use them". Per update on 12/30/2019: consumer stated, no insulin flow when he injects stated, he was never told to prime before injections. Now he is priming and has not had the problem since. Lot: 8010989. 4mmx32g bd nano pen needles. Discard box, so he could not provide item number. Incident date unknown. 3 pen needles affected. Samples discarded.

Event description:
It was reported that three pen ndl 32g 4mm experienced difficult operation or not working/functioning, and was unable/difficult to deliver insulin/medication. Product defects were noticed during use. The following information was provided by the initial reporter: material no: 320883. Batch no: 8010989. Verbatim: email received regarding an email left by consumer email received¿(B)(6) 2019 08:54:19 "he says that they get clogged when he tries to use them". Per update on (B)(6) 2019: consumer stated, no insulin flow when he injects stated, he was never told to prime before injections. Now he is priming and has not had the problem since. Lot: 8010989. 4mmx32g bd nano pen needles. Discard box, so he could not provide item number incident date unknown. 3 pen needles affected. Samples discarded.

Manufacturer narrative:
H.6 investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10